Event description:
An impella cp was placed via the femoral artery to support the 68 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage b shock. Any underlying medical history and comorbidities were not shared. The pump was supporting the patient when on day 6 of the support there was concerns of hemolysis. The patient's haptoglobin lab was <30 mg/dl which is indicative of hemolysis. The urine color is appropriate and the pump position is good per the physician. The pump remains on for support despite the hemolysis concerns. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
B1: added product problem. D6b: added explant date.